Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (highest over 600 mg/dl). Infusion set site changes, boluses via the pump and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. The customer was in contact with a healthcare provider regarding this issue. The customer reverted to using insulin injections to manage diabetes.